Event description:
Status post right total hip arthroplasty with failed acetabular component. Sulzer acetabulum placed in 2000. Subsequent MFR recall. Pt had developed loose acetabular component with intractable pain. Reactive synovitis also noted at the time of replacement.